Manufacturer narrative:
(B)(4). Eval, results: (death).

Event description:
The pt had one endeavor sprint rapid exchange drug-eluting stent implanted to the proximal lad. Pt was discharged two weeks post index procedure on aspirin and clopidogrel. Pt cardiac status at 30 day f/u was stable angina. (Ref. MFR 2953200-2011-00069). Approx 6.5 weeks post index post index procedure revascularization (ptca) of the proximal lcx with stenting was performed. Indication for surgery was positive history or recurrent angina pectoris presumably related to the target vessel. The event was considered not life threatening. One endeavor sprint rapid exchange drug-eluting stent was implanted to the proximal lcx. This was classified as a non-target vessel. The investigator indicated that the reported event was not related to the study stent/ procedure. Approx 10.5 months post index procedure the pt suffered a non sudden cardiac death. Pt was hospitalized with dyspnoea and weak condition. Increasing pleural effusion. Worsening of condition reanimation and exitus letalis. No autopsy report available. The investigator indicated that the reported event was not related to the study stent/ procedure. Pt was taking aspirin and clopidogrel/ticlopidine prior to the reported event.